Event description:
It was reported that the patient backed into an electric fence about a week ago, leading to battery shutting off. The neurostimulator noted to be overdischarged. A physician mode recharge was performed and the patient recharged the ins, noted they saw coupling bars. Interrogation the next day, showed the device was discharged and able to charge now.

Manufacturer narrative:
(B) (4).